Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information currently available, it is unknown whether the device may have caused or contributed to the event. Additionally, no product has been returned. While adhesions are a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. A DHR review has been conducted. All paperwork appeared complete and accurate. See MDR 1213643-2011-00177 for information related to the composix e/x mesh implanted on (B)(6) 2007. As reported, lot# 43bld006 does not match the description "kugel patch" or the product code (0112660) provided by the attorney. Lot# 43bld006 represents a bard mesh flat sheet, product catalog# 0112650 and will be reported as such.

Event description:
Attorney reported: on (B)(6) 2002: the patient underwent repair of a ventral hernia at hospital. Patient's hernia was repaired with a bard kugel mesh. On (B)(6) 2007: the patient underwent surgery at hospital. During surgery, lysis of adhesions was performed and a bowel obstruction was released. The mesh was found to have fallen off the fascia and migrated into the intra-abdominal cavity. The mesh was excised and replaced with a bard composix e/x mesh. The patient suffered serious permanent injuries, pain and suffering. The kugel patch inserted into patient's body during her hernia repair surgery failed while in her body causing her to develop serious physical complications and ultimately required her to have numerous procedures to remove the defective meshes.